Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure from 0.061¿ in length. There are not signs of thermal damage present at the end of any tears as evidenced by charring/melting. There were signs of thermal damage in other areas. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. Additional observation(s) not reported by site: the mcs tip cover exhibited localized melting, which is indicative of arcing 0.507 - 1.567" from the proximal end where the instrument inserts from. The complaint was confirmed by failure analysis. The probable root cause is attributed to torn tip cover.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory was coming off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had tip cover dislodged. There was no fragment(s) fall inside the patient during an instrument tip / accessory collision. There was no arcing observed during the procedure. There was no injury to the patient.